Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and mild ketone levels; high bg resulted in a hospitalization. Prior to the hospitalization, the customer delivered a bolus via the pump and administered a manual injection to address bg. While hospitalized, the customer was treated with glucose, intravenous saline and insulin therapy. The suspected cause of the hospitalization was due to the pump not working as intended. At the time of the event, no issues were identified with the pump, insulin, cartridge, infusion set tubing, or the infusion set cannula. The customer was released from the hospital one day later with the issue resolved and no permanent damage sustained.